Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient presented to the clinic after hearing tones from the implantable cardioverter defibrillator (ICD). Further review found that there had been an alert in the remote home monitoring system for high out of range right ventricular (rv) pacing impedance measurements of greater than 2000 ohms and another alert for non-physiologic signal detected on the rv channel. It was noted that the first jump in impedance measurements was five months earlier and the out of range impedance was an abrupt change in the impedance measurements. During the in office interrogation the rv lead impedance measurements varied from 600 to 1800 ohms range. It was noted that there was no noise on any stored event or on the presenting electrogram (egm). The remote home monitoring alert was reprogrammed to 2500 ohms. At this time the ICD and rv lead remain in service and no adverse patient effects were reported.